Event description:
During the implant procedure, while tunneling using the inspire tunneler, the external jugular vein was inadvertently nicked, resulting in bleeding. Surgeon identified the source and achieved hemostasis using clips and suction. This resolved the issue.